Event description:
The customer was hospitalized for dka. It was reported that the customer was unconscious. The customer has a back up plan. It was mentioned that the customer tried to change the set to resolve the problem. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed. However, the high-pressure test was not performed. Instructed the customer to call back to perform the high-pressure test when the clamp arrives. Explained to the customer the two high bg rule. Later, the customer called back to continue the testing. The customer ran a self-test and pump did not pass. Instructed the customer to install a new set and run again the test. The device passed the test.